Event description:
The rn alleged he rolled the pt to the right side of the bed to insert a bedpan. The pt grabbed the right intermediate siderail. The siderail fell resulting in the pt falling out of bed and striking his forehead on an i.v. Pole. The pt required sutures due to the fall.